Manufacturer narrative:
Evaluation summary: an event regarding "the clamp will not stay locked/clamped" was reported. The results of the investigation indicated that the width of the thumb ratchet lever tip was not adequate and created a point contact with the locking teeth. Wear on the thumb ratchet lever tip and/or the locking teeth resulted in loss of friction at the contact point, which caused the lever-teeth assembly to lose function, springing the clamp open. The reported devices were manufactured before design change was implemented.

Event description:
It was reported that: "while surgeon was using the triathlon patella clamp, he noticed that the clamp will not stay locked/clamped."